Event description:
It was reported that during implant the ventricular lead exhibited loss of capture, loss of sensing and a lead impedance measurement anomaly. The device was reprogrammed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.